Event description:
Reporter claims the chair has uncommanded movement unless the end user holds the joystick at center.

Event description:
Reporter claims the chair has uncommanded movement unless the end user holds the joystick at center.